Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will not return for analysis. A device history review was completed and no anomalies were noted. This is the final report.

Event description:
The recipient is reportedly a non-user of the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted.

Event description:
The recipient is reportedly experiencing headaches and is a non-user of the device. Revision surgery is scheduled.